Manufacturer narrative:
Additional information: b5, and h6 ( patient code) device evaluation: one cadd legacy 1 pump was returned for analysis due to continuous alarming. The event history log was reviewed, the device was run in user mode and a pressure test was performed. The reported issue was not duplicated. There are a few instances of "high pressure" alarms in the log that may have been what caused the alarm. The downstream occlusion sensor was pressure tested and passed at 16 psi which is at the low end of the passing range. It was replaced as a preventative measure.

Event description:
Additional information was received indicating that it's unknown if the issue occurred during use with a patient.

Event description:
Information received indicating that a smiths medical cadd legacy pump kept beeping. The reporter stated that the pump continued beeping even after changing the batteries. The pump was not in use when the reported event occurred. There were no injury to the patient due tot the reported event.